Manufacturer narrative:
The report event of high impedances was confirmed. As received, x-ray inspection showed the returned lead extension header was found all wires being broken.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. System diagnostics also recorded high impedances and patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the ipg, and extension were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6).